Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes was updated due to analysis of returned part conclusion code (annex d) remove d02 and add d15 component code (annex g) remove g03012 and add g07001 h3: device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed with a "background fault detected" and "mix capability limit 21 and 100 percent oxygen (o2) support" messages. The device was available for evaluation. The service personnel (sp) inspected the unit, confirmed the reported issue with the logs but could not duplicate it. Based on the code sp replaced the breath delivery (bd) flow sensor for air as a precaution. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One bd flow sensor was returned for analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the bd flow sensor was replaced in the field, the returned component was tested satisfactorily. With the information available a likely cause could not be determined. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed with a "background fault detected" and "mix capability limit 21 and 100 percent oxygen (o2) support" messages. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed with a "background fault detected" and "mix capability limit 21 and 100 percent oxygen (o2) support" messages. The device was available for evaluation. The service personnel (sp) inspected the unit, confirmed the reported issue with the logs and based upon the code replaced the breath delivery (bd) flow sensor. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated to a potential fault in the bd flow sensor. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.